Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint. The pulley wire broke and the instrument stopped. The large hem-o-lok instrument was found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley axis #4. The grip cable was fully broken at the clamping pulley. Due to the broken grip cable at the proximal end the grip cable at the distal end is loose. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Probable root cause of broken instrument grip cables is attributed to damage to the cable during use or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) rpms. The following additional information was provided: the cables were protruding out the instrument. The jaws were open. Failure analysis is still needed to determine a root cause of the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pulley wire broke and the instrument stopped working after firing 3 clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The surgeon experience instrument motion issues with the clip applier. The jaws were remaining static and not moving to surgeon's command. It was not related to unexpected motion when attempting to clip. Issue occurred at the third application. The customer used a laparoscopic clip applier. Instrument is available.